Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open cholecystectomy on (B)(6) 2013 and suture was used. When breaking the cannula the suture broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The visual inspection of the knot shows that he was configured correctly. The suture broke at the breakpoint of the mecanyl tube. A strong squeezing mark was detected at end of the suture. It was seemingly caused due to strong attachment of the thread with the mecanyl tube. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.